Event description:
It was reported that during idiopathic ventricular tachycardia (idvt) procedure the physician got a map shift on this carto 3 system after ablating. There was no warning message for map shift. After making a his point with an associated his egram, the physician placed the ablation catheter out the cs and ablated. The move was noticed when the physician could not place the catheter at the initial ablation tags. Then he placed the ablation catheter at the original his point, but there was no his egram there anymore. He then placed the ablation catheter about 2cm above the his and found where the his was at that time. The fluoro system was not moved. The issue was not resolved as the procedure was complete without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during idiopathic ventricular tachycardia (idvt) procedure the physician got a map shift on this carto 3 system after ablating. There was no warning message for map shift. After making a his point with an associated his egram, the physician placed the ablation catheter out the cs and ablated. The move was noticed when the physician could not place the catheter at the initial ablation tags. Then he placed the ablation catheter at the original his point, but there was no his egram there anymore. He then placed the ablation catheter about 2cm above the his and found where the his was at that time. The fluoro system was not moved. The issue was not resolved as the procedure was complete without any patient consequence. According to clinical account specialist, this shifted happened after cardioversion. Issue was related to patient movement. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.